Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sent from the clinical floor, had a note attached to it saying completed infusion too quickly. Vtbi: 681ml\hr, rate set at 46.5ml/hr. Delay in theray: no. Need for medical intervention: no. Patient involvement: yes. Death/serious injury: no. Human harm: no".

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sent from the clinical floor, had a note attached to it saying completed infusion too quickly. Vtbi: 681ml/hr, rate set at 46.5ml/hr. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no. "